Event description:
Procedure type: low anterior resection. According to the reporter: the staple line failed and a leak was present. Malformed staples were noticed by the surgeon at the leak site. A second eea25 was used. There was no bleeding reporting in excess of 250cc. The case was extended by approx 30 mins.

Manufacturer narrative:
(B)(4).